Event description:
The customer reported that the buttons on the insulin pump were intermittently responsive after possible exposure to perspiration. The customer's blood glucose was 116 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. The customer also stated the insulin pump had a scratch on the reservoir window area and was scratched all over. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with a cracked display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).